Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of gfay3121 showed four other similar product complaints from this lot number.

Event description:
It was reported by the facility that the drainage catheter was changed 8 days after placement, due to an alleged crack on the white plastic hub. No patient injury was reported. This file addresses patient number one.